Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of air/water flow issues was not confirmed. During the device evaluation, the following was found: the nozzle had foreign objects due to insufficient cleaning. Due to wear of angle wire, bending angle in the up direction did not meet the standard value. Due to wear of angle wire, the play of the up/down knob (u/d knob) was out of the standard value. The bending section cover (a-rubber) had a scratch. Adhesives around objective lens had white-clouded area. The light guide lens had a crack. The adhesive around the light guide lens was peeled. The connecting tube had a dent. The scope connector (s-connector) had discoloration. The switch button 4 had wear. The protector of the universal cord on the control section side had a scratch. The air/water cylinder (aw-cylinder) had discoloration. The forceps channel port was shaved. The connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced air/water flow issues from the air/water flow system. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that foreign matter came out of the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.